Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, and pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The troubleshooting was performed and the event involved product(s) mmt-1884. Customer reported receiving a pump error. Customer was not able to clear the error. Customer reported a keypad anomaly and/or stuck button alarm. Buttons become responsive again after replacing battery. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due a pump error 38 occurring during testing on (B)(6) 2024 06:40:49.000. Pump passed the self-test. Successfully downloaded history files and traces using thump. Pump error 38 was also found in the history files on (B)(6) 2024 19:15:56.000. Pump error 43 was found in the history files on (B)(6) 2024 19:05:21.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to do the motor test to due moisture damage on connector. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and label damage (serial number label faded). Pump error 38 was confirmed during testing and due to moisture damage on the motor assembly. Pump error 43 was confirmed due to moisture damage on the motor assembly. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.